Event description:
The patient reported tingling in their arms and fingers when using the device. Reprogramming was not needed as the issue resolved on its own. The patient mentioned the tingling did not last long, they have been using the device since and it is working for them.

Manufacturer narrative:
The other adverse events issues questionnaire was completed by quality with limited information.  Potential causes of the reported issue are programming parameters, change in posture or proximity of electrode to target nerve resulting in stimulation of nerves outside the target nerve, stimulator electrical failure, interference from other electro magnetic sources, interference from a non-curonix device, not following IFU during activation of stimulator, migration and patient contraindicating conditions. The stimulator is used to treat pain.  The cause of the reported issue is unknown.  Therefore, conclusion has been selected as no problem/fault found. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issues rates remain acceptably low; thus, CAPA is not required. Other adverse events issues rates will continue to be tracked and trended.

Manufacturer narrative:
The other adverse events issues questionnaire was completed by quality with limited information.  Potential causes of the reported issue are programming parameters, change in posture or proximity of electrode to target nerve resulting in stimulation of nerves outside the target nerve, stimulator electrical failure, interference from other electro magnetic sources, interference from a non-curonix device, not following IFU during activation of stimulator, migration and patient contraindicating conditions. The stimulator is used to treat pain.  The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issue rates remain acceptably low; thus, CAPA is not required. Other adverse events issue rates will continue to be tracked and trended. Updated per FDA CAPA: 2023-0013.

Event description:
The patient reported tingling in their arms and fingers when using the device. Reprogramming was not needed as the issue resolved on its own. The patient mentioned the tingling did not last long, they have been using the device since and it is working for them.